Event description:
My name is (B)(6). I had essure procedure done 2010. I wanted my tubes tied and this is what I got. I have been in pain ever since then. I couldn't get any help from the gyn who put them in. I was in and out the hospital numerous times for: sharp abdomen pains, hot flashes, mood swings, pressure on my pelvis like I'm in labor, metal taste in my mouth, numbness of fingers and toes, tingling in my body, no sex drive cause I'm in such pain, cyst has formed, can't go in public cause I jerk so bad sometimes from the sharp pain. Feels like a machete spinning. The new gyn had a vaginal ultrasound done that says my coils, well one, is in my uterus but the other is missing. I can't get in to see specialist until (B)(6) to schedule hysterectomy. After all this I've got to still wait in pain. I scare people from jumping and ouching and screaming from the pain. My new gyn said it's nothing else she can do, she doesn't even do this procedure cause she said it was too new. All I wanted was my tubes tied and I got the nightmare of my life that is neverending. I know for sure I did not sign up to have to get a hysterectomy.